Event description:
It was reported that the patient presented to the hospital not feeling well. The patient had lack of energy and fatigue. No capture on rv lead at initial outputs and high impedance was observed. Patient is not dependent. The lead will continue to monitor. The patient was stable.